Manufacturer narrative:
Device evaluation:in quarter 2 of 2019, there were 2 instances of keypad/tactile failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 43 allegations of a malfunction, 16 pumps were returned to animas and investigated. Of the investigated pumps, 6 were found to be malfunctioning due to a keypad button contact defect, and moisture ingress. During investigation for unrelated complaints, there were 5 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 43</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a keypad/tactile issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-79 years of age and between 48 and 266 pounds. Of the reported patients, 21 were male, 22 were female, and 0 were unknown.